Manufacturer narrative:
(B)(4). The complaint ojr410 optiflow junior nasal cannulas have not been returned to fisher & paykel healthcare in (B)(4) for investigation. We are currently attempting to obtain further information from the customer and determine whether the complaint devices are available for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the tubing on one side of four ojr410 optiflow junior 2 nasal cannulas had become separated from the interface. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint ojr410 junior cannulas were not returned to fisher & paykel healthcare for investigation, as they were discarded by the hospital. Our investigation is thus based on the information and photograph provided by the hospital. Results: inspection of the provided photograph showed that the right tube had detached from the cannula interface. Conclusion: we are unable to determine the cause of the damage. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, a tube tensile strength test is carried out and if the tube breaks before the load of 10 newtons is reached the entire batch is scrapped. Samples are also taken from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).

Event description:
A hospital in alabama reported that the tubing on one side of four ojr410 optiflow junior 2 nasal cannulas had become separated from the interface after two days of use. There was no patient consequence.